Manufacturer narrative:
Batch review performed on 07 february 2022. Lot 1900411: (B)(4) items manufactured and released on 06-may-2019. Expiration date: 2024-apr-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. About 2 years after the primary surgery, the surgeon revised the insert with a thicker one and the surgery was completed successfully.